Manufacturer narrative:
Received two used products for evaluation; as received, no defects or abnormalities were noted. The back check valve on each sample was tested according to manufacturing specifications. The three anti-siphon valves on each sample were tested. All of the anti-siphon valves cracked per specification. Both sets were examined under uv light, but no errant solvent was observed. Cannot confirm the complaint of cannot deliver fluid under gravity, and have only functioned when fluid has been pushed through under pressure/syringe push. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred at an unspecified facility, on an unspecified date(s) in (B)(6) may +/- 1-2 days) and involved a 224 cm (88") appx 9.3 ml, smallbore/standard bore quadfuse ext set w/3 anti-siphon valves, check valve, tubing clip, clamp, rotating luer. The customer reported the device has not delivered fluid under gravity and have only functioned when fluid has been pushed through under pressure/syringe push. There was patient involvement, but no patient harm was reported as a consequence of this event.